Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional devices: serial# (B)(6), h6: FDA method code(s): b01, b15 h6: FDA result code(s): c19, h6: FDA conclusion code(s): d14 serial# (B)(6), h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 serial# (B)(6), h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 product event summary: four (4) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and were able to adequately provide power to a test controller. Controller log files were not available for analysis. As a result, the reported event could not be confirmed. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements on (B)(6) 2020. (B)(6) had been lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed, but not limited, to communication errors and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the reported "vad stoppages" event can be attributed to a controller loss of power, which may be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-dec-2020, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 02-dec-2019. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-oct-2020, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 26-oct-2019. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-may-2022, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 21-may-2021, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching that resulted in ventricular assist device (vad) stoppages. The batteries were removed from use. No patient complications have been reported as a result of this event.